Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing. It was found that the downstream occlusion(dso) sensor was damaged. The probable cause is due to the damaged dso sensor. The dso seal and sensor replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a constant "cassette not attached properly. Reattach cassette" alarm. There was no patient involvement.